Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9835, batch number 2111102, was received for investigation. Functional testing was not conducted due to the electrode face was detached. The visual evaluation found that the ceramic face of the instrument was detached; there is a hole in its place; no other visual issues were found. The cause remains undetermined. However, the observed condition is most likely due to prying/levering the device against hard bone or other instrumentation during use.

Event description:
It was reported that during a hip arthroscopy the white tip of the ablator detached intraoperatively. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.